Event description:
It was reported that the lead exhibited a sensing anomaly. The patient experienced phrenic nerve stimulation. A chest x-ray revealed that the lead dislodged. The physician noted the lead was in the superior vena cava and repositioned the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.